Event description:
The customer reported that the pump battery was depleting too quickly, leading to a pump shutdown. There was no adverse impact to the customer's blood glucose level. Customer support educated the caller on the implications of pump shutdowns, reset the pump, and instructed the customer to uninstall and reinstall the mobile app to monitor battery usage, advising further action if depletion exceeds 35% per day. Customer understood these steps and the issue seemed resolved after the pump reset.